Manufacturer narrative:
The device involved in the event was not returned to the manufacturer for further evaluation. No additional information is available at this time.

Manufacturer narrative:
(B)(6). The device involved in the event is expected to be returned to the manufacturer, for further evaluation; but has not yet been received.

Event description:
It was reported that during an infusion 5fu tpn was found to be leaking onto the filter on an unknown date. There was no report of patient harm as a result of the event. No additional information is known at this time.